Event description:
It was reported that during a procedure to repair a lisfranc joint, the surgeon was using a 5h universal plate and 3.0 screw. A 3.0 screw was implanted on the proximal end. When the surgeon was tightening down the 3.0 screw on the distal end, the head of the screw broke off. The broken screw head was removed and will be returned. The shaft of the screw remains in the patient. The surgeon decided to use 3.5 screws in the remaining plate holes, however the 3.5 screws were not inserting like he wanted. The surgeon felt he was having to over drill to get any purchase with the screws. The rep has 3.5 afx screws so the surgeon ended up inserting a 3.5x22 and a 3.5x28 afx screw in the remaining plate holes to complete the surgery. Surgeon was implanting the screw by hand.

Event description:
It was reported that during a procedure to repair a lisfranc joint, the surgeon was using a 5h universal plate and 3.0 screw. A 3.0 screw was implanted on the proximal end. When the surgeon was tightening down the 3.0 screw on the distal end, the head of the screw broke off. The broken screw head was removed and will be returned. The shaft of the screw remains in the patient. The surgeon decided to use 3.5 screws in the remaining plate holes, however the 3.5 screws were not inserting like he wanted. The surgeon felt he was having to over drill to get any purchase with the screws. The rep has 3.5 afx screws so the surgeon ended up inserting a 3.5x22 and a 3.5x28 afx screw in the remaining plate holes to complete the surgery. Surgeon was implanting the screw by hand.

Manufacturer narrative:
The head geometry of the screw appeared severely stripped and the fracture type appeared to be caused by a high shear force. No other anomalies were identified with the screw head. A definitive cause for the reported event cannot be determined. No further details are known at this time.